Manufacturer narrative:
If a device malfunction is suspected, the device would need to be returned for analysis; otherwise, physiologic eval or ambient emi eval is required. Labeling warns of this. The device is currently implanted.

Event description:
The reporter indicated that the pt experienced symptoms of syncope while shopping in lowe's dept store, which she was visiting for the first time. It was stated that lowe's has an "in-store satellite system" for cellular phone users. The event date is estimated.